Event description:
A report was report was received that the patient could not charge the ipg. It was determined that the ipg was flipped. The patient underwent a pocket revision wherein the physician opted to replace the ipg. The patient was doing well post-operatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.